Event description:
It was reported the electrical cord emitted a spark.

Manufacturer narrative:
It was reported the electrical cord emitted a spark. Examination of the cord revealed a break at the entrance to the butterfly strain relief area into the pad. Although this is not an statistically significant complaint and may be due to misuse or failure to follow instructions on the part of the consumer, we have initiated the following corrective actions: conversion to a softer durometer insulation, to reduce the stress at the point where the flexible cord enters the more-rigid butterfly connector. Add'l remedial action included the conversion to a previous vendor who has historically been able to produce a cord-set providing even more durability. We will monitor this issue in a continuing effort to reduce similar complaints in the future.